Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high pacing thresholds or was causing chronic diaphragmatic stimulation for the patient. The lead was capped as it was no longer considered usable but was not replaced. The patient was a participant in the sudden cardiac death in heart failure trial study. No further patient complications have been reported as a result of this event.